Event description:
Reportedly, balloon appeared to expand asymetrically. Surgeon abandoned procedure due to improper function of insufflator and pulled balloon out through incision before desufflating. The balloon appeared "sheared" upon removal and some of the balloon contents may have been left behind in pt. Procedure: seps